Manufacturer narrative:
(B)(4).

Event description:
It was reported that. During surgery, the motor drive unit showed an error message regarding a chip malfunction for the finger switches. The procedure was completed without delay using a the foot pedals. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with handpiece sensor fault. Cause of fault is a defective electronic component. The complaint was confirmed and the root cause has been determined to be is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.